Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v969906, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
A power-on-reset (por) condition was reported. A ¿call your doctor¿ icon was being displayed on the day of the report since the patient had surgery the week prior to the report for a prolapse. It was noted that the patient was unable to adjust stimulation.